Manufacturer narrative:
The insulin pump passed the active current measurement and displacement test. The power management tool confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. However, pump was received with a high sleep current measurement, problem isolated to the pcb 2. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alerts low battery. The customer¿s blood glucose level was 132mg/dl at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.